Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip was not formed properly and the inner clip did not fit in the outer clip. The procedure was completed with another device.